Event description:
Dr. Was unable to retract novasure device back into its plastic sleeve after use in patient for an endometrial ablation. Sleeve discovered by dr. To be buckled which prevented the open device to be removed from patient's uterus. The sales rep for novasure was contacted and came to or for consultation. Dr. Eventually was able to manipulate the device out of the patient. Patient inspected with hysteroscope after incident by md.